Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set would flatten to the point that it could not be used with the sigma spectrum pump. This was noted during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Per the medical assessment for this report, this was not considered a suspect device malfunction event to contribute to a potential death or serious injury if the reported event were to reoccur (previously reported as a suspect malfunction event). Should additional relevant information become available, a supplemental report will be submitted.